Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were observed. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.